Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause for the high out of range right ventricular (rv) pacing impedances remains unknown. The rv pacing impedances will continue to be monitored. No further actions were taken with regards to the rv undersensing. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) pacing impedances of greater than 2500 ohms. At device implant, the rv pacing impedance was 2500 ohms. A few months later, the rv pacing impedance was 2999 ohms. No recent rv pacing impedance measurements were provided. Technical services also reviewed a stored episode that displayed rv undersensing. There were five beats that were undersensed. The beats fell into cross chamber blanking, same chamber blanking or functional blanking. Technical services provided troubleshooting and programming options. At this time, this ICD remains in service and there were no adverse patient effects reported.